Event description:
A physician reported a pt who was treated on 6 9/97 in the vermillion borders. A few days after treatment, exact date unknown, the pt noted that the collagen treated areas were lumpy, swollen, and bright red. The physician diagnosed a hypersensitivity and prescribed oral prednisone on 10/16/97.